Event description:
Physician reported treatment for left side device due to "moderate implant palpability/visibility". Later patient reported "rupture", "itching", "hot to touch", "pain" and some parts feel hard to the touch". Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.